Event description:
It was reported that insulin was observed on the outside of the cartridge and within the insulin chamber during the most recent supply change. No lot information or additional details were available. Information was provided regarding possible causes of leaking, including advice to ensure the cartridge was not overfilled and to monitor for any further leaking. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.